Event description:
It was reported during a routine check, that the cardiosave intra-aortic balloon pump (iabp) unit had a red top screen. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed unit had a red top display. Replaced lcd display, verified functionality of unit and display, unit returned to customer. The failure analysis and testing department received part lcd display serial number: n/a with a reported unit failure of top lcd display issue. The fat dept. Performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed the part number: top lcd display, serial number: n/a in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Could not replicate the failure reported by the costumer. Retaining the lcd display in the fat dept. Per procedure 0002-07-d008 rev ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.